Event description:
Arjo was notified of an incident involving an alenti bath chair. It was reported that the chair tipped with a resident during transfer out of the tub, causing the resident to fall out of the chair. No injuries were reported. It was initially reported that the alenti chair tipped and the resident fell from the device. However, further clarification revealed that it was most likely the seat of the alenti that tilted (not the entire device), which consequently contributed to the resident¿s fall.

Manufacturer narrative:
The device was inspected by an arjo service technician, who found that the bolts connecting the alenti mast to the seat were slightly loose and subsequently tightened them. He suggested that the alenti seat might have jiggled during the event as a result of the loose bolts. Additionally, according to the information provided by the customer, the safety belt was not in use during the incident. It is worth noting that the alenti device is also equipped with arm and a backrest arm that provide additional support for the user's body. Therefore, if these supports were in the lowered position, it seems unlikely that the user could have fallen out of the device. However, there is no information confirming whether the arms were lowered during the transfer from the bathtub. Additionally, the customer was unable to recreate the reported scenario. The alenti instructions for use (IFU; 04.cd.05_13) inform users about proper usage and include the following statements: "use the safety belt at all times (...) The safety belt helps the patient stay positioned properly on the seat." "Warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Warning: to avoid the patient from falling out of the device, make sure that the armrests are folded down during transfer." The alenti device was not under arjo service. According to the alenti IFU, including the 'preparations' section: "actions before every use: 1. Check that all parts are in place. (...) 2. If any part is missing or damaged ¿ do not use the product." Moreover, the preventive maintenance schedule states that mechanical attachments of the alenti should be checked weekly: "check the mechanical attachments by placing a foot on the chassis and pulling the seat upwards with both hands." Given the information collected and the inability to recreate the event scenario, the root cause remains undetermined. In summary, the arjo device did not meet specification due to loose bolts. The arjo device was used by the resident when the event occurred and played a role in the event. The complaint was deemed reportable due to the resident's fall. No UDI information is available, the device was manufactured before UDI implementation.